Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had experienced fatigue due to long pauses in pacing. The pulse generator was in backup vvi operation. The device status report exhibited elective replacement indicator.